Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life was approximately 3-6 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following results:a review of the black box showed one low battery warning and one replace battery alarm. Excessive battery use was observed in the black box. The battery compartment and battery cap were intact. The cap was able to fully tighten on to the pump with no power loss. The current draws were found to be out of specifications. An intermittent connection was found on the printed circuit board. The connection was re-established and the current draws were then within specifications. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.